Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-12127, 2134265-2016-12129. It was reported that an error message displayed during aspiration. An angiojet® ultra system console and avx® thrombectomy set were selected for a thrombectomy procedure. Priming was successfully completed. Aspiration was initiated inside the patient's body. However, after a little while the device stopped and an error message to check saline supply displayed. It was noted that the tubing was kinked. A second avx® thrombectomy set were selected and priming was successfully completed. Aspiration was initiated inside the patient's body. However, again after a little while the device stopped and an error message to check saline supply displayed. A saline leak into the console was observed. The procedure was not completed due to this event. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an avx catheter system. The pump, shaft, and tip were microscopically examined. There were numerous kinks throughout the device. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2016-12127, 2134265-2016-12129. It was reported that an error message displayed during aspiration. An angiojet® ultra system console and avx® thrombectomy set were selected for a thrombectomy procedure. Priming was successfully completed. Aspiration was initiated inside the patient's body. However, after a little while the device stopped and an error message to check saline supply displayed. It was noted that the tubing was kinked. A second avx® thrombectomy set were selected and priming was successfully completed. Aspiration was initiated inside the patient's body. However, again after a little while the device stopped and an error message to check saline supply displayed. A saline leak into the console was observed. The procedure was not completed due to this event. There were no patient complications.